Event description:
It was reported that a spectrum pump turned off during programming/set-up. This occurred in ob-gyn and pediatric area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn off without user input. A review of the event history log revealed two occurrences of 'improper shutdown'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.